Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the left femoral artery in a 72-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock, scai stage d. No past medical history was provided. The patient underwent lad and lcx coronary angioplasty with ptca and stent placement and was supported with the impella pump during the procedure. Following completion of the procedure, the perclose closure device was removed in the cardiac catheterization laboratory, and two closure devices were applied. The patient was transferred to the ICU, where distal pulses in the left lower extremity were unable to be appreciated, corresponding to the prior impella access site. The vascular surgery team was consulted, and the patient was taken to the operating room, where a surgical cutdown was performed, resulting in return of distal pulse to the affected extremity. The patient experienced ischemia requiring surgical intervention. After a comprehensive review of the available information, the reported event is consistent with known risks associated with large-bore femoral arterial access and closure following mechanical circulatory support. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella and the reported event. The patient survived.

Manufacturer narrative:
Investigation summary: ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.